Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of embedded device ('sectioning in the area of the fallopian tubes, reveals the presence of well-embedded metal coils consistent with the essure iud'), device expulsion ('migration of essure device, location of device: uterine cavity') and pelvic pain ('persistent pelvic pain / pain'). In a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed, "patient did not undergo essure confirmation test". Medical conditions: (B)(6) 2013, ultrasound today showing uterus wnl, endometrium wnl, rt and lt ovary wnl, small amt of fluid in the rt adnexa. (B)(6) 2016, ultrasound for pelvic pain, us today ut small ant fibroid, endometrium wnl,rt /left ovary flow wnl, bil ecoils vis and 0 adnexal masses. Concurrent conditions included: break through bleeding, vaginal discharge, perineal pain, uterine bleeding, uterine fibroid and chronic cervicitis. Concomitant products included: ethinylestradiol;ferrous fumarate;norethisterone (generess fe) from 2013 to 2015, ethinylestradiol;ferrous fumarate;norethisterone acetate (lo loestrin fe) from 1-feb-2015 to 1-jun-2016, ethinylestradiol;norelgestromin (ortho evra), nsaids and paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"), 1 year after insertion of essure. In (B)(6) 2010, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2014, the patient experienced vaginal infection ("vaginal infection") and urinary tract infection ("urinary tract infection"). On (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual issues"), genital haemorrhage ("general abnormal bleeding"), vulvovaginal candidiasis ("candidal vaginosis"), vaginal discharge ("vaginal discharge"), urinary tract disorder ("bladder / urinary"), bladder disorder ("bladder / urinary") and post procedural complication ("post removal complication-yes"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) and underwent a laparoscopic assisted vaginal hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, device expulsion, menstrual disorder, vaginal haemorrhage, depression, anxiety, vaginal infection, urinary tract infection, genital haemorrhage, vulvovaginal candidiasis, vaginal discharge and post procedural complication outcome was unknown. The pelvic pain was resolving. And the menorrhagia, dysmenorrhoea, dyspareunia, urinary tract disorder and bladder disorder had resolved. The reporter considered anxiety, bladder disorder, depression, device expulsion, dysmenorrhoea, dyspareunia, embedded device, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, post procedural complication, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal candidiasis to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. Discrepancy noted in date of insertion (B)(6) 2009 and (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009, results: essure device was successfully occluded. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020, plaintiff fact sheet received: events added from pfs: candidal vaginosis, vaginal discharge, bladder / urinary, post removal complication-yes. Reporter information were added. Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('sectioning in the area of the fallopian tubes reveals the presence of well-embedded metal coils consistent with the essure iud'), device expulsion ('migration of essure device, location of device: uterine cavity') and pelvic pain ('persistent pelvic pain / pain') in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". Medical conditions: (B)(6) 2013 - ultrasound today showing uterus wnl, endometrium wnl, rt and lt ovary wnl, small amt of fluid in the rt adnexa. (B)(6) 2016 - ultrasound for pelvic pain, us today ut small ant fibroid, endometrium wnl,rt /left ovary flow wnl, bil ecoils vis and 0 adnexal masses. Concurrent conditions included break through bleeding, vaginal discharge, perineal pain, uterine bleeding, uterine fibroid and chronic cervicitis. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone (generess fe) from 2013 to 2015, ethinylestradiol;ferrous fumarate;norethisterone acetate (lo loestrin fe) from 1-feb-2015 to 1-jun-2016, ethinylestradiol;norelgestromin (ortho evra), nsaids and paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"), 1 year after insertion of essure. In (B)(6) 2010, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2014, the patient experienced vaginal infection ("vaginal infection") and urinary tract infection ("urinary tract infection"). On (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual issues"), genital haemorrhage ("general abnormal bleeding"), vulvovaginal candidiasis ("candidal vaginosis"), vaginal discharge ("vaginal discharge"), urinary tract disorder ("bladder / urinary"), bladder disorder ("bladder / urinary") and post procedural complication ("post removal complication-yes"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) and underwent a laparoscopic assisted vaginal hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, device expulsion, menstrual disorder, depression, anxiety and post procedural complication outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, vaginal infection, urinary tract infection, genital haemorrhage, vulvovaginal candidiasis, vaginal discharge, urinary tract disorder and bladder disorder had resolved. The reporter considered anxiety, bladder disorder, depression, device expulsion, dysmenorrhoea, dyspareunia, embedded device, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, post procedural complication, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal candidiasis to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. Discrepancy noted in date of insertion (B)(6) 2009 and (B)(6) 2010. Plaintiff received treatment for pain,bleeding, bladder/urinary problems diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: essure device was successfully occluded.. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record : embedded device". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received. Event outcome were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstrual issues"). The patient was treated with surgery (underwent a laparoscopic assisted vaginal hysterectomy). Essure was removed. At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure device was successfully occluded. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("sectioning in the area of the fallopian tubes reveals the presence of well-embedded metal coils consistent with the essure iud"), device expulsion ("migration of essure device, location of device: uterine cavity") and pelvic pain ("persistent pelvic pain / pain") in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". Medical conditions: on (B)(6) 2013, ultrasound today showing uterus wnl, endometrium wnl, rt and lt ovary wnl, small amt of fluid in the rt adnexa. On (B)(6) 2016, ultrasound for pelvic pain, us today ut small ant fibroid, endometrium wnl, rt /left ovary flow wnl, bil ecoils vis and 0 adnexal masses. Concurrent conditions included break through bleeding, vaginal discharge, perineal pain, uterine bleeding, uterine fibroid and chronic cervicitis. Concomitant products included nsaid's and paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression"), anxiety ("mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"), 1 year after insertion of essure. On (B)(6) 2014, the patient experienced vaginal infection ("vaginal infection") and urinary tract infection ("urinary tract infection "). On (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstrual issues"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) and underwent a laparoscopic assisted vaginal hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, device expulsion, menstrual disorder, vaginal haemorrhage, menorrhagia, depression, anxiety, dysmenorrhoea, dyspareunia, vaginal infection and urinary tract infection outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, embedded device, menorrhagia, menstrual disorder, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2009: results: essure device was successfully occluded. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record : embedded device". Most recent follow-up information incorporated above includes: on 11-dec-2018: pfs received- new event vaginal infection, urinary tract infection were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of embedded device ("sectioning in the area of the fallopian tubes reveals the presence of well-embedded metal coils consistent with the essure iud"), device expulsion ("migration of essure device, location of device: uterine cavity") and pelvic pain ("persistent pelvic pain / pain") in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's concurrent conditions included break through bleeding, vaginal discharge, perineal pain, uterine bleeding, uterine fibroid and chronic cervicitis. Concomitant products included nsaid's and paracetamol (acetaminophen). On 1-jan-2009, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2016, 7 years 5 months after insertion of essure, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstrual issues"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, device expulsion, menstrual disorder, vaginal haemorrhage, menorrhagia, depression, anxiety, dysmenorrhoea and dyspareunia outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, embedded device, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure device was successfully occluded. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record : embedded device" most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), mental anguish, depression, migration of essure device, location of device: uterine cavity, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), patient did not undergo essure confirmation test", reporter added from pfs. Event "sectioning in the area of the fallopian tubes reveals the presence of well-embedded metal coils consistent with the essure iud ", concomitant condition added from medical record. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('sectioning in the area of the fallopian tubes reveals the presence of well-embedded metal coils consistent with the essure iud'), device expulsion ('migration of essure device, location of device: uterine cavity') and pelvic pain ('persistent pelvic pain / pain') in a 24-year-old female patient who had essure (batch no. 706577) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". Medical conditions: * (B)(6) 2013 - ultrasound today showing uterus wnl, endometrium wnl, rt and lt ovary wnl, small amt of fluid in the rt adnexa. (B)(6) 2016 - ultrasound for pelvic pain, us today ut small ant fibroid, endometrium wnl,rt /left ovary flow wnl, bil ecoils vis and 0 adnexal masses. Concurrent conditions included break through bleeding, vaginal discharge, perineal pain, uterine bleeding, uterine fibroid, chronic cervicitis, hypermenorrhea and uterine fibroid. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone (generess fe) from 2013 to 2015, ethinylestradiol;ferrous fumarate;norethisterone acetate (lo loestrin fe) from (B)(6) 2015 to (B)(6) 2016, ethinylestradiol;norelgestromin (ortho evra), nsaids and paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On 1-jan-2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"), 1 year after insertion of essure. In (B)(6) 2010, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2014, the patient experienced vaginal infection ("vaginal infection") and urinary tract infection ("urinary tract infection"). On (B)(4) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual issues"), genital haemorrhage ("general abnormal bleeding"), vulvovaginal candidiasis ("candidal vaginosis"), vaginal discharge ("vaginal discharge"), urinary tract disorder ("bladder / urinary"), bladder disorder ("bladder / urinary") and post procedural complication ("post removal complication-yes"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) and underwent a laparoscopic assisted vaginal hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, device expulsion, menstrual disorder, depression, anxiety and post procedural complication outcome was unknown and the pelvic pain, vaginal haemorrhage, heavy menstrual bleeding, dysmenorrhoea, dyspareunia, vaginal infection, urinary tract infection, genital haemorrhage, vulvovaginal candidiasis, vaginal discharge, urinary tract disorder and bladder disorder had resolved. The reporter considered anxiety, bladder disorder, depression, device expulsion, dysmenorrhoea, dyspareunia, embedded device, genital haemorrhage, heavy menstrual bleeding, menstrual disorder, pelvic pain, post procedural complication, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal candidiasis to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. Discrepancy noted in date of insertion (B)(6) 2009 and (B)(6) 2010. Plaintiff received treatment for pain,bleeding, bladder/urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: essure device was successfully occluded.. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record : embedded device" quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-apr 2021: medical record received. Lot number, reporters information and medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('sectioning in the area of the fallopian tubes reveals the presence of well-embedded metal coils consistent with the essure iud'), device expulsion ('migration of essure device, location of device: uterine cavity') and pelvic pain ('persistent pelvic pain / pain') in a 24-year-old female patient who had essure (batch no. 706577) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". Medical conditions: * (B)(6) 2013 - ultrasound today showing uterus wnl, endometrium wnl, rt and lt ovary wnl, small amt of fluid in the rt adnexa. (B)(6) 2016 - ultrasound for pelvic pain, us today ut small ant fibroid, endometrium wnl,rt /left ovary flow wnl, bil ecoils vis and 0 adnexal masses. Concurrent conditions included break through bleeding, vaginal discharge, perineal pain, uterine bleeding, uterine fibroid, chronic cervicitis, hypermenorrhea and uterine fibroid. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone (generess fe) from 2013 to 2015, ethinylestradiol;ferrous fumarate;norethisterone acetate (lo loestrin fe) from (B)(6) 2015 to (B)(6) 2016, ethinylestradiol;norelgestromin (ortho evra), nsaids and paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"), 1 year after insertion of essure. In (B)(6) 2010, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2014, the patient experienced vaginal infection ("vaginal infection") and urinary tract infection ("urinary tract infection"). On (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual issues"), genital haemorrhage ("general abnormal bleeding"), vulvovaginal candidiasis ("candidal vaginosis"), vaginal discharge ("vaginal discharge"), urinary tract disorder ("bladder / urinary"), bladder disorder ("bladder / urinary") and post procedural complication ("post removal complication-yes"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) and underwent a laparoscopic assisted vaginal hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, device expulsion, menstrual disorder, depression, anxiety and post procedural complication outcome was unknown and the pelvic pain, vaginal haemorrhage, heavy menstrual bleeding, dysmenorrhoea, dyspareunia, vaginal infection, urinary tract infection, genital haemorrhage, vulvovaginal candidiasis, vaginal discharge, urinary tract disorder and bladder disorder had resolved. The reporter considered anxiety, bladder disorder, depression, device expulsion, dysmenorrhoea, dyspareunia, embedded device, genital haemorrhage, heavy menstrual bleeding, menstrual disorder, pelvic pain, post procedural complication, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal candidiasis to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. Discrepancy noted in date of insertion (B)(6) 2009 and (B)(6) 2010. Plaintiff received treatment for pain,bleeding, bladder/urinary problems diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: essure device was successfully occluded. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record : embedded device" lot number: 706577 manufacturing date: 2010-01 expiration date: 2013-01. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 6-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.